Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecology procedure, the device was difficult to unload and the needle broke in both devices. Replaced by another device to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Devices were returned with broken needles lodged in the jaw of the devices. Difficulty was experienced in loading, unloading or toggling the needles in device two prior to cleaning out biological residue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.